Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event other than the patient falling. Follow up attempts to obtain additional information pertaining to event details to confirm the patient fall caused the fracture and revision, and product identification are in process. Should additional information be received, biomet will forward a supplemental report to the FDA. The following sections could not be completed with the limited information provided. Date of event - unknown; product identification and expiration date - unknown; date implanted - unknown; date explanted - unknown; manufacture date ¿ unknown.

Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on an unknown date due to patient fall causing a fracture.

Event description:
It was reported that the patient underwent a total hip arthroplasty on an unknown date. Subsequently, the patient was revised on (B)(6) 2014 due to patient fall causing a fracture.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.